Event description:
It was reported that during an unknown procedure, it was observed that the blue charge showed a defect at the time of firing. Surgeon had to do suture and the surgery followed. Methylene blue tests were performed and the surgeon closed without complications. A failure in the load was detected because the same stapler was used with other loads, it worked and the surgery proceeded normally. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026. D4: batch #676d18. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Investigation summary: this is an analysis of photos submitted for evaluation. During the visual analysis, the following was observed: the first photo shows one package and some information as product code gst60b, lot number 676d18 and expiration date of 2028-06-30, additionally one labeling was placed over the package. The second photo shows one blue reload damaged, with body fluids on it, it was observed that reload was fully fired from right side and from left side partially fired, additionally it was noted some unformed staples over the body reload. The third photos shows two white reloads fully fired and three blue reloads fully fired, all the reloads shows body fluids. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number of 676d18/22gst60b, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.